Manufacturer narrative:
Although no lot number was provided a shipping history has identified the last 3 lots shipped to the customer. The device history records of these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical october 2009 complaint report does not show any adverse trends for the product family of xcela pasv PICC and the failure modes of "catheter kinked" or "catheter broken." One xcela catheter was returned and visually inspected. There was adhesive residue noted from the oversleeve to the 12cm mark on the catheter. The majority of the depth marks were removed from the suture wing to the distal end of the cut end of the catheter. The catheter had been cut 17.5 cm from te suture wing and kinked easily 17cm from the suture wing. This may have been caused by kinking and taping the catheter assembly in this area. The remaining catheter segment had been cut at the 50cm depth mark and the majority of the depth marks were legible. When the catheter was tested, the lumens were found to be patent and no leakage occurred. Because of the location of the adhesive on the catheter, the missing print, and the proximity of the kink to the cut end, it appears that the catheter may not have been placed and inserted up to the suture wing, but rather taped to the pt near the area of the kink and cut end. The directions for use (dfu) packaged with the device recommends that the catheter be inserted into the vein until the "0" mark on the catheter is at the insertion site. Although no definitive root cause can be determined, there is no indication that the reported issue was the result of a mfg or design issue. The failure to place the catheter into the vein until the "o" mark was at the insertion site may have contributed to the failure. The dfu also contains instructions on flushing the catheter to prevent occlusions as well as guidance on placement so as to avoid kinking. Mfg process controls for this device include 100% leak testing and 100% testing with a guidewire for lumen patency. (B)(4).

Event description:
As reported by end user hosp, the valved PICC device "needed cathflow to de-clot line and numerous issues with kinking of the line." When the used device was returned for eval, the catheter was noted to be broken/cut distal to the suture wing.